Event description:
It was reported that the lead exhibited an anomaly, during revision the physician noted that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).